Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported that the tip of the catheter became "caught" in the pt's femoral nerve and had to be surgically removed. An attempted to remove the catheter as usual caused severe pain to the pt. Additional information received on (B)(6) 2012. Additional details regarding this pt received today: (B)(6) 2012: functional depth: 5 cm, feed 10cm, puncture mark 15 cm, tunnel mark 18 cm, catheter: stimucath sono, (B)(6) 2012: since the early morning increased pains (dorsal and ventral), catheter leaks, strong sensory loss at the upper thigh, sensoric at knee 0, after-injection of 0 ml natropin at 8:30 hrs by (B)(6), temporary improvement, but after 1 hrs kinithek vas 6 dorsal and ventral catheter was extracted by 3 cm. Vas 3 i.r., thus bearable. Venflon painful, please change. On (B)(6) 2012: this night moved by night watch to imc because of thoracial pains. Cardiac encymes and ECG bland, in the morning returned to ward. Night watch was already stopped brufen, nexium 2x40 mg. Due to nausea targin was stopped. On (B)(6) 2012: pnb cannot be extracted, heavy resistance. On (B)(6) 2012: pnb removed. On (B)(6) 2012: thigh obdurate, swollen, slightly reddened, ess small crust, suture without path. Findings, bandage exchanged, surgeon stated that sanious pnb tip was found. Today non-recurring donation of rocephin, since crp 111, (B)(6) has been informed. Reddening marked with edding. Please continue close observation. On (B)(6) 2012: size of reddened area has decreased a bit, the area of the light, blotched reddening has extended to the right buttock. The reddened area is heavily warmed up for the size of the palm of the hand and swollen. The puncture spot has not pathological findings, no reddened corona, no fibrin overlay - little yellow exudate on the swab. Vas 2-3. Bacteriological examination shows contamination with (B)(6) - therapy includes augmentin 3 1, 2 gr. Physicians have been informed.